Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that the results of a meter to hcp meter comparison, done side by side, were 388 vs 108 mg/dl, respectively. The rptr did not have any sypmtoms. During troubleshooting, he said that he had been using alcohol wipes to clean the meter. On followup, he had cleaned the meter correctly and switched to a new vial of strips and received a reading of 124 mg/dl, an acceptable reading.